Manufacturer narrative:
It is unknown to what extent the bard/davol ventralight st device contributed to the patient's reported post-operative complications. As alleged by the patient's attorney, "the surgeon noted significant adhesions to the midline into the upper right quadrant of the mesh and removed the adhesions."; adhesions are a known risk of surgery and listed in the instructions-for-use as a possible complication. The patient's attorney did not allege a specific device failure and a sample was not provided for further evaluation. No medical records have been provided to date. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard davol ventralight st used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent laparoscopic repair of a recurrent ventral incisional hernia. A ventralight st was implanted in patient during this repair. On (B)(6) 2016 - the patient underwent an exploratory laparoscopy procedure. Upon entering her abdomen, the surgeon noted significant adhesions to the midline into the upper right quadrant of the mesh and removed the adhesions. Prior to and after this procedure, patient suffered severe and debilitating pain. She also requires further medical treatment, including likely need for future surgeries. As alleged, the patient suffered permanent injuries and significant pain and suffering and diminished quality of life. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
This supplemental adds the manufacturing date that was omitted from the initial emdr. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent laparoscopic repair of a recurrent ventral incisional hernia. A ventralight st was implanted in patient during this repair. (B)(6) 2016 - the patient underwent an exploratory laparoscopy procedure. Upon entering her abdomen, the surgeon noted significant adhesions to the midline into the upper right quadrant of the mesh and removed the adhesions. Prior to and after this procedure, patient suffered severe and debilitating pain. She also requires further medical treatment, including likely need for future surgeries. As alleged, the patient suffered permanent injuries and significant pain and suffering and diminished quality of life. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".